Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon was doing a right total hip. When surgeon was implanting 2 cancellous bone screws (1-35mm and 1-40mm screw) into the trident psl cluster cup, surgeon stated that the screwdriver head was not making good contact with the screws. Surgeon decided to forego using the screws and removed them (cup remained implanted) and completed the case.

Manufacturer narrative:
An event regarding a deformed hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. Method & results: -device evaluation and results:the returned universal driver shaft is deformed at the driver tip. -medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as it is not believed the failure was not related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. Conclusions: the returned device showed deformation and the event was confirmed. The investigation concluded that the returned product and reported issue is within the scope of a CAPA. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user.

Event description:
It was reported that surgeon was doing a right total hip. When surgeon was implanting 2 cancellous bone screws (1-35mm and 1-40mm screw) into the trident psl cluster cup, surgeon stated that the screwdriver head was not making good contact with the screws. Surgeon decided to forego using the screws and removed them (cup remained implanted) and completed the case.